Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery and laparoscopic ventral hernia repair surgery on (B)(6) 2014 during which the surgeon noted ¿the mesh had retracted, balled up and was protruding intraabdominally. He also found large amount of scar tissue around the mesh.¿ it was reported that the patient experienced diarrhea, weight loss, lightheadedness, numbness of feet, lumps and pain in abdomen, low energy, shortness of breath and anxiety. No additional information is provided.